Event description:
It was reported that the foley catheter material was different (softer) which increased false paths, was more difficult to insert, which hurt the patient. Customer had a situation where the catheter had made a knot in the bladder, and they had to do a cystoscopy to cut the catheter with a laser to remove it (pcn#: 175812, pcn#: 175814, pcn#: 175816, pcn#: 175818, pcn#: 175820, pcn#: 165822 and pcn#: 175824). Per additional information received via mail on 06may2025, the tip of the catheter that contains the balloon is prominent and forms a ring when the balloon is deflated. It was another issue with the deflation of the balloon. The balloon remains deformed when deflated, causing injury to the patient when removing the indwelling catheter. This was apparently true for all our 100% foley (1658xx) and lubri-sil (1758xx) models. (Pcn#: 165820, pcn#: 165818 and pcn#: 165816). No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated with no issues or difficulty. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon inflated passively with no issues. Catheter was able to passively deflate liquid in 5 min using in house syringe: 0min 51sec. No cuffing observed. The reported failure could not be replicated. The reported event is unconfirmed; therefore, a risk review is not required. The reported event is unconfirmed therefore a labeling review is not required. The reported event is unconfirmed therefore, a DHR review is not required. No additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter material was different (softer) which increased false paths, was more difficult to insert, which hurt the patient. Customer had a situation where the catheter had made a knot in the bladder, and they had to do a cystoscopy to cut the catheter with a laser to remove it (pcn#175812, pcn#175814, pcn#175816, pcn#175818, pcn#175820, pcn#165822 and pcn#175824. Per additional information received via mail on 06may2025, the tip of the catheter that contains the balloon is prominent and forms a ring when the balloon is deflated. It was another issue with the deflation of the balloon. The balloon remains deformed when deflated, causing injury to the patient when removing the indwelling catheter. This was apparently true for all our 100% foley (1658xx) and lubri-sil (1758xx) models. Pcn# 165820), (pcn# 165818), (pcn# 165816). No medical intervention was reported.

Event description:
It was reported that the foley catheter material was different (softer) which increased false paths, was more difficult to insert, which hurt the patient. Customer had a situation where the catheter had made a knot in the bladder, and they had to do a cystoscopy to cut the catheter with a laser to remove it (B)(4). Per additional information received via mail on 06may2025, the tip of the catheter that contains the balloon is prominent and forms a ring when the balloon is deflated. It was another issue with the deflation of the balloon. The balloon remains deformed when deflated, causing injury to the patient when removing the indwelling catheter. This was apparently true for all our 100% foley (1658xx) and lubri-sil (1758xx) models. (B)(4). No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated with no issues or difficulty. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon inflated passively with no issues. Catheter was able to passively deflate liquid in 5 min using in house syringe: 0min 51sec. No cuffing observed. The reported failure could not be replicated. The reported event is unconfirmed; therefore, a risk review is not required. The reported event is unconfirmed therefore a labeling review is not required. The reported event is unconfirmed therefore, a DHR review is not required. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter material was different (softer) which increased false paths, was more difficult to insert, which hurt the patient. Customer had a situation where the catheter had made a knot in the bladder, and they had to do a cystoscopy to cut the catheter with a laser to remove it (pcn#175812, pcn#175814, pcn#175816, pcn#175818, pcn#175820, pcn#165822 and pcn#175824. Per additional information received via mail on 06may2025, the tip of the catheter that contains the balloon is prominent and forms a ring when the balloon is deflated. It was another issue with the deflation of the balloon. The balloon remains deformed when deflated, causing injury to the patient when removing the indwelling catheter. This was apparently true for all our 100% foley (1658xx) and lubri-sil (1758xx) models. (Pcn# 165820), (pcn# 165818), (pcn# 165816). No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated with no issues or difficulty. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon inflated passively with no issues. Catheter was able to passively deflate liquid in 5 min using in house syringe: 0min 51sec. No cuffing observed. The reported failure could not be replicated. The reported event is unconfirmed; therefore, a risk review is not required. The reported event is unconfirmed therefore a labeling review is not required. The reported event is unconfirmed therefore, a DHR review is not required. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.